Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device failed during transport. The customer alleged that the monitor froze, shut off, rebooted several times but was unable to obtain measurements. The customer was transferred to technical support. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was transferred to technical support. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Updates have been made to method code grid as well as the component code grid.

Event description:
It has been reporeted to philips that tempus pro monitor failed during transport. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.